Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump froze when the customer went to bolus. Customer attempted to remove the battery and the insulin pump had a button error alarm. Moisture was visible under the screen of the insulin pump. No further information reported.